Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels reached 462 mg/dl, while wearing the pod between 36 and 48 hours on the arm. The patient noted the pod had fallen off, dislodging the cannula from the infusion site. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.